Event description:
A male with a lot of calcification underwent initial aaa repair in 2008. One flex main body graft and two iliac leg grafts were placed. Then the following month, the pt underwent an additional procedure due to one iliac becoming occluded but not from a graft kink. Upon gaining access, it was noted that there might be a slight dissection from the initial procedure. This was not confirmed, as the physician could not determine with certainty. There was a lot of calcification below the graft in the external iliac artery. The physician saw that the occlusion was from thrombus and cleaned out as much as he could. He then placed another iliac leg graft inside the left iliac leg graft and then placed two self-expanding stents of another manufacturer above that and one stent below the iliac leg graft. This covered the area of possible dissection. The next afternoon, the next day, the limb occluded again so the physician proceeded with a fem-fem bypass. The pt is now said to be doing fine.

Manufacturer narrative:
Evaluation: still under investigation.